Event description:
The patient presented in clinic, low hv lead impedance was observed. Externalized conductors were observed via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.